Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image less was the charge-coupled device-unit was broken while the user was handling the device which led to disappearance of image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device unit (ccd) was discovered and caused the reported failure. Additionally, the insertion section¿s adhesive was chipped. The universal cord had been stretched, and the control unit¿s angulation was out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovidoescope¿s screen went black during a diagnostic bronchofiberoscopy procedure. According to the initial reporter, the procedure was completed without patient harm by using another device.